Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: unknown due to the date of event being unknown. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that after the aspiration thrombectomy, the physician completed hemostasis with the angio-seal device. After two or three hours, the physician removed sponge or gauze fixed on the puncture site. When the physician moved the body in bed, bleeding occurred. The physician gave the patient medication, however, the patient passed away. The patient had atherosclerosis. The physician does not feel that the angio-seal device had casual relation with the patient's death. The procedure before deploying the device was aspiration thrombectomy. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site and the vessel diameter are unknown. Blood loss was greater than 250cc. There was no other devices or equipment being used with the reported product. Additional information was received on 10oct2019. Bleeding occurred outside of the procedure room.